Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set occlusion at site events on 30-may-2024 after 3 or more hours insertion. Infusion set has not been more than 72 hours. Insertion site was abdomen. No further information available.